Manufacturer narrative:
Concomitant products: 407452 lead, implanted: (B)(6) 2005; 995ms21 tissue valve, implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance due to a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.